Event description:
Caller reported too high blood glucose level; took correction via pump without success and then took correction via pen. Caller stated on (B)(6) 2015 patient's blood glucose level was more than 600 mg/dl with feeling sick, nausea, vomiting, and tiredness. Caller stated the pump gave an alarm/error message but patient cannot remember what the code was. Caller reported patient went to the hospital and was treated with insulin via perfusor. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.